Event description:
The pt developed an infection following implant. Antibiotic therapy was initiated. Reop was performed 8 days later and the valve was explanted and replaced with a 27mm valve. The pt expired 2 weeks post operatively.